Event description:
Caller states the patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.